Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix extended but deformed. There was dried blood/body fluid in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis determined that the clinical observations were due to the deformed helix.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to suboptimal lead integrity measurements and helix issues. The lead was removed without incident. No adverse patient effects were reported.